Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high impedance, high short interval counts (sic), oversensing and noise. Additionally, the rv lead had a suspected fracture. The lead was explanted and replaced. Furthermore, during the procedure the right atrial (ra) lead became loose. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically melted but not breached. Performance data collected from the device was received and analyzed. No anomalies were found on the save to disk.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.